Manufacturer narrative:
(B)(4). The customer reported that a pt code occurred, resulting in the pt death. A request was made for log review in order to determine if alarms were being silenced. We will consider that the device may have been a factor in the incident. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt code occurred and a request was made for log review in order to determine if alarms were being silenced.